Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String of my tampon came undone, made it almost impossible to pull out tampon [foreign body in reproductive tract]. The string of tampon came undone [device breakage]. Case narrative: consumer reported via email that the tampon string came undone making it difficult to remove. No serious injury was reported.